Event description:
It was reported that information was received from a patient regarding an implantable neurostimulator (ins). The reason for call was patient reported their implant battery is not holding a charge. Patient stated they have to charge their implant twice a day and it takes forever to charge the implant. Patient noted they charged their implant to 100% last night and this morning the implant is at 50%. Patient service reviewed with patient that they need to be seen by a medtronic representative in person. The patient was redirected to their healthcare provider to further address the issue and agent sent an email to the field.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.